Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequent analysis of the received data confirmed the clinical observation. The lead pacing impedance increased reaching values above 3000 ohm. A pacing threshold increase was also observed. However, the root cause could not be determined from the information available. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 47 months, impedance values > 3000 ohm and high thresholds unipolar/bipolar were reported. No noise was observed despite arm movements. According to the physician, no lead fracture could be seen on the x-rays. No adverse patient side effects have been reported. The lead was not returned to biotronik. All available information suggests this lead remains actively implanted. Should additional information be received, this event will be updated.